Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and stent damage occurred. The target lesion was located in the first diagonal artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during positioning of the stent, the shaft broke at the level of the monorail causing the detachment of the distal part of the delivery system along with the stent. The stent remained crimped on the balloon in the diagonal branch and left anterior descending artery. The device was removed and the procedure was completed with implantation of another synergy stent. No patient complications and no injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a proximal portion of a synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. The hub/manifold, hypotube (including lasercut region) and a portion of a broken mid-shaft extrusion was returned. The remainder of the device including a portion of the mid-shaft, the port bond area, the inner/outer shaft polymer extrusion, balloon and stent were not returned. A red blood like substance was present in the hub of the device. Examination of the mid-shaft area identified a break in the mid-shaft extrusion 1095mm distal from the distal end of the strain relief. The section of the mid-shaft distal of this break site was not returned. Examination of the hypotube lasercut region identified that the hypotube lasercut region was bent and broken at the same site (at the second spiral) as the mid-shaft extrusion break. The broken section of the hypotube lasercut region had not separated from the proximal section as the distal section of the hypotube lasercut region remained bonded to the core wire. The tab at the distal end of the hypotube lasercut region was damaged. The hypotube laser cut region distal of the break site was not covered by an extrusion. A visual and tactile examination of the main hypotube (non-lasercut) found multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break and stent damage occurred. The target lesion was located in the first diagonal artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during positioning of the stent, the shaft broke at the level of the monorail causing the detachment of the distal part of the delivery system along with the stent. The stent remained crimped on the balloon in the diagonal branch and left anterior descending artery. The device was removed and the procedure was completed with implantation of another synergy stent. No patient complications and no injuries were reported.